Event description:
Customer reports the use by date on the comfort curve test strip vial as 04/30/2009. MFR's batch record confirmed the actual use by date to be 07/31/2008. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.